Event description:
It was initial reported that the patient had about six seizures and was seen in the emergency room. The physician was out of the country at that time. The hospital told him to increase his depakote dose and extra half pill a day but the patient did not do this. From what was described to the physician he felt that the patient was having tonic-clonic seizures which the patient typically with vns would only have once a month. The physician prescribed the patient an additional depakote pill a day for a total of 2400 mg/day. A response was received from the physician¿s office that the do not have the answers to the questions that were asked.